Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that non sustained ventricular oversensing due to loss of capture in the ventricle was observed. Programming changes to increase outputs were made. The patient was stable.